Manufacturer narrative:
Product event summary: the lead was not returned. However, performance data collected from the device was received, analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the implantable pulse generator (ipg) was not collecting data for impedance values and right ventricular (rv) lead thresholds. It was noted the rv lead also exhibited an elevated sensing integrity counter (sic). The device was tested and was functioning as expected. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.